Event description:
It was later reported there were no issues with the pump as was initially reported. They did not do a replacement on the pump they did a replacement on the catheter . The pump is still implanted and in service. The patient got an overdose in combination of the catheter replacement, this was due to the sedation of anesthesia, morphine, and baclofen tablets. Harm / injury was indicated as overdose. The physician aspirated from the catheter port and decreased the concentration. Following the catheter revision the patient is fine now.

Manufacturer narrative:
(B)(4).

Event description:
The patient had an overdose following pump replacement. It was felt that the overdose was due to the pump replacement; a combination of the sedation of anesthesia, morphine, and baclofen tablets. The patient was admitted to the intensive care unit. The drug was removed from the system. The concentration and dose were decreased. It was later reported that the patient was ¿fine now¿. The pump was delivering lioresal. The pump was implanted past its expiration date, but this appears to be unrelated to the patient¿s overdose event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the catheter was replaced on (B)(6) 2013. After the catheter revision, the patient was well and the therapy was working as expected.

Manufacturer narrative:
Concomitant product: product ID 8781, lot# 0205477072, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. Implant date was incorrect. The implant date is unknown.

Event description:
It was further confirmed that this device had left the company's possession, manufacturing, on (B)(6) 2011.

Manufacturer narrative:
Product ID 8781, explanted: (B)(6) 2013, product type: catheter.